Manufacturer narrative:
Engineering analysis of suspect vertek arm completed: the returned vertek arm showed signs of significant physical wear. The part is very worn with many nicks and scratches. The starburst end does not fully lock-down when the handle is tightened. The part has been in the field for 4 or more years based on date coding in the lot number. The part appears to have been used heavily with substantial cosmetic wear. The observed loosening/slipping of the starburst joint is likely the result of an age/wear-related root cause. The vertek ii articulating arm instructions for use states that the device should be examined prior to use and, if any damage or deterioration is identified, the user is warned not to use the device or attempt to repair it.this issue will be trended and monitored in a medtronic hardware anomaly tracking database.

Manufacturer narrative:
(B)(4).

Event description:
A medtronic representative received a report from a site that their navigation system articulating arm would not tighten down all the way. The site noted that possibly a screw was stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement device shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.